Event description:
It was reported that a system was once a dual lead system but a lead fractured and was replaced. No further information was received. If more information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4). Product type: extension: product ID 748251, serial# (B)(4). Product type: extension: product ID 748251, serial# (B)(4). Product type: extension: product ID 3387s-40, lot# v021585. Product type: lead: product ID 3387s-40, lot# v021585. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).